Event description:
Consumer reported upon removal of an unspecified number of tampons, the string separated. She manually removed the pledget from her vaginal cavity. She reported some cramping which resolved when the pledget was removed. She did not seek medical attention and she did not experience any serious adverse health effects.

Manufacturer narrative:
The production identifier of lot number was not available from the consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.